Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead came with the helix extended and the physician was unable to retract the helix. That lead was not used and a second ra lead was attempted. That lead was placed in multiple locations however it exhibited high threshold, did not obtain large p-waves, and then the lead would dislodge. That lead was not used and a third lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.